Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display screen is locked and the keypad buttons are not responsive. Customer also indicated that insulin is leaking out of the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was 282 mg/dl at the time of incident. Customer declined troubleshooting and stated that she would call back is further assistance is needed. No further information was given.